Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a shoulder replacement procedure on unknown date and the barbed suture was used. After the procedure, the patient's wound was irritated and opened slightly at the superior aspect and antibiotics were administered. It is unknown if the wound has been re-sutured. Additional information will be requested. .